Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the patient had continuous pain after placement. An allergic reaction was suspected. By the time of implant removal an infection was present. Non integration and inflammation were also reported.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) imp,tsv,4.1,8,mtx,mg (tsvt4b8) was returned for investigation. Visual evaluation of the as returned product identified the implant with no damage, or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3845 (due: sep 12, 2022). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), diabetes. The reported device was used for approximately 28 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings, precautions and adverse effects. Per the applicable IFU, local and generalized allergic reactions are listed as adverse effects. Also, it is stated that some adverse effects may occur as a result of iatrogenic factors and host responses. DHR review: DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization records. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot numbers (1243136) for similar events (complaint category keywords: medical: allergic reaction) and no other complaint was identified. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical allergic reaction) or product (tsvt4b8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified as the exact details of event were nonverifiable.